Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection confirmed the presence of hair inside the sterile unopened pouch. Based on photograph of the event unit, it is most likely that the hair originated from an operator during the manufacturing process. This report is a follow-up to medwatch # (B)(4).

Event description:
Detailed description of event: complaint created based on medwatch received by email from FDA under uf/importer report (B)(4). "A hair was found inside the sealed sterile package." Product not available for return. Additional information was received from [name] via email on 29jan2024: "this complaint occurred at [facility] not [facility]." The event occurred before use. The product is not available for return as the "event occurred over 90 days ago".

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to medwatch (B)(4).

Event description:
Name of procedure being performed: na (before use). Detailed description of event: complaint created based on medwatch received by email from FDA under uf/importer report (B)(4). "A hair was found inside the sealed sterile package." Product not available for return. Additional information was received from [name] via email on 29jan2024: "this complaint occurred at [facility] not [facility]." The event occurred before use. The product is not available for return as the "event occurred over 90 days ago". Type of intervention: na (before use). Patient status: na (before use).